Event description:
Customer stated receiving a blood glucose results of "hi". The customer was feeling okay but when to the hosp. The hosp device read 121 mg/dl and no treatment was received by the customer. No controls in use. Expired glucose strips. A request was made for the return of the suspect device and replacement product was sent.